Event description:
It was reported by customer that upon powering the cardiosave intra-aortic balloon pump (iabp), the unit emitted the "system failure alarm" and an "internal communication error" on the screen. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and confirmed the failure. The stm determined that the cause of the failure was a faulty bp transducer adapter cable, the customer provided the adapter cable to the stm and it was replaced. The unit passed all functional and safety tests per factory specifications. In addition, the case cover screws were replaced. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported by customer that upon powering the cardiosave intra-aortic balloon pump (iabp), the unit emitted the "system failure alarm" and an "internal communication error" on the screen. There was no patient involvement, and no adverse event was reported.